Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. Sem analysis noted that the balloon failure may be attributed to mechanical damage to the outer surface. It is likely that the reported resistance and balloon rupture occurred due to interaction with the lesion site or associated devices. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion located in the lower extremity. The armada 35 balloon ruptured at 10 atmospheres during the first inflation. There was no resistance during advancement to the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.